Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with chest pain and triple vessel disease (tvd) with left anterior descending (lad) 100%, the upper part of the balloon did not inflate and thus could not attain full augmentation. The balloon was removed and replaced. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No damage or visible blood was observed on iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with chest pain and triple vessel disease (tvd) with left anterior descending (lad) 100%, the upper part of the balloon did not inflate and thus could not attain full augmentation. The balloon was removed and replaced. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4)..

Event description:
It was reported that during intra-aortic balloon (iab) therapy in a patient with chest pain and triple vessel disease (tvd) with left anterior descending (lad) 100%, the upper part of the balloon did not inflate and thus could not attain full augmentation. The balloon was removed and replaced. There was no reported injury to the patient.